Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump, which resolved the malfunction, allowing them to continue using the pump. The customer installed a new cartridge after the reset and rejoined the active continuous glucose monitoring session independently. They were advised to report any recurring malfunction codes.